Event description:
The customer cleaning disinfection and sterilization (cds) and culture results were inadvertently left out of the initial report. The user provided their cds practices of the subject device where: precleaning: it was unknown whether pre-cleaning was performed immediately after the procedure or not water is aspirated through the instrument/suction channel with a suction pump manual cleaning: the time from pre-cleaning to manual cleaning was less than 60 minutes. Presoaking was completed. Leak testing was performed in accordance with the device instructions for use (IFU) and passed. Disinfection: the subject device is used for automatic endosopic reprocessing (aer) with endoquick detergent and endodis and aceside disinfectant. All channels were connected with tubes when the endoscope was setting up in the aer. The disinfectant solution met the minimum effective concentration (mec). The water filter was replaced in the specified period. The rinse water treatment was decontaminated without abnormality. Drying is performed with the aer. Storage: without a drying cabinet. The customer provided the following culture results: sampling date: (B)(6) 2023. Sample: rinse water. Detected microorganisms: nonfermenting gram-negative bacilli. Cfu(s): 20 or more.

Manufacturer narrative:
The customer cds information and culture results were inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: chapter "other errors and their treatment¿ "problem: bacterial were detected as a result of a culture test of the rinse water collected from the equipment. Cause: expiration of service life of filters, degradation of the disinfectant solution, etc. The water supply piping is not disinfected. Remedial actions: inspect the equipment as described in chapter, ¿inspection before use¿. If bacteria are detected again in the next culture test performed by sampling the rinse water as described in section, ¿microbiological surveillance¿, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, crack was noted on the top cover, no abnormalities were noted on the device however, it was confirmed that specifications were not satisfied because there was a scratch on the cleaning cover that could be recognized with the belly of a finger. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that a culture test of the rinse water collected from the endoscope preprocessor owned by the facility tested positive for presence of microorganism. Details are being confirmed, however, there are currently no reports of health hazards. Additional information received from the customer indicated that the water supply pipes are disinfected when the water filter is replaced once every two months. Patient identifier (B)(6) captures complaint on the gif-xz1200 videoscope, that was reprocessed using the preprocessor that yielded a positive result. (Model description: gastrointestinal videoscope, serial number: (B)(4)